Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize therapy electrodes) has been confirmed. Upon investigation the monitor failed a therapy electrode recognition test and was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor being unable to recognize the therapy electrodes.